Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the iol met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
An ophthalmologist reported that following an intraocular lens (iol) implant procedure, glistening was observed. He feels the glistening progression is unsatisfactory considering the new manufacturing process. ¿the glistenings are not visually significant, they have come on over two years and number in the hundreds. This is typical case.¿ additional information has been requested. There are two medical device reports associated with this patient. This is case two of two.